Event description:
Boston scientific received information that this device was producing audible tones for two weeks and the patient came in to have their device checked. Upon interrogation, a fault code message was displayed noting the battery longevity was too low for predicted remaining capacity. The device memory was saved and sent to engineering for review. Engineering did confirm the device fault occurred on (B)(6) 2012 and recommended replacement within a one week period.

Manufacturer narrative:
The device memory was sent in for engineering analysis. It appears a low voltage fault was declared on (B)(6) 2012. There were no other suspicious faults or resets stored within the device memory. The voltage had currently recovered to 3.030 volts, therapy delivery was unaffected. A longevity calculation for the device using the memory data showed that the device coulomb counter and power levels were in line with nominal values. The device hardware was not detecting the loss of battery energy and because of this the battery status indicators were not reflecting the depletion condition and were inaccurate. However at that time the battery did have a significant reserve and the data indicated there was sufficient reserve for the device to maintain normal therapy functions for one week. Boston scientific received information that this patient's device was replaced with a competitor device. It was noted the patient has retained a legal representative who has been given the device. The device will not be returned to boston scientific.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
--